Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer stated their blood glucose rose to 411 mg/dl. The customer had treated their blood glucose with the insulin pump. It was found the customer did not have any symptoms of high blood glucose. Troubleshooting for the insulin pump found the customer's insulin pump had passed all functional testing. Customer also stated their settings were correct on the insulin pump. It was also found the customer's insulin pump alarmed no delivery after 2.0 units. The customer's blood glucose was 190 mg/dl at the time of the call. Customer was advised to change out their infusion set, reservoir, and insulin. No additional information provided.